Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was put into surgery mode during a procedure and was unable to be recovered. The ipg was then explanted and replaced.